Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, natural removal was discovered. Sterile water leakage was discovered near the foley catheter shaft trifurcated part. Sterile water leakage from the catheter shaft.

Event description:
It was reported that during use, natural removal was discovered. Sterile water leakage was discovered near the foley catheter shaft trifurcated part. Sterile water leakage from the catheter shaft.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjs3572. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a pinhole measuring less than 0.013" found at the trifurcation. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Product labeling was reviewed for this investigation. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.